Manufacturer narrative:
One cadd solis hpca pump was received with a damaged lens. The event history log was reviewed and the reported problem was not found. Accuracy testing was conducted and the reported "failed accuracy" issue was unable to be confirmed. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump's pm and volume reading are off. There was no patient involvement.